Event description:
A peritoneal dialysis patient's daughter reported that an elderly patient on pd treatment expired while still connected to the cycler. There were no reported allegations that the death was related to any product related issues. Rather, it was stated the patient died from a heart condition that was not pd related. In an additional follow-up call, the patient¿s pd nurse confirmed the patient¿s date of death ((B)(6) 2023) but not confirm if the patient was in fact connected to the cycler or was in pd treatment when expired. Regardless, the nurse stated the patient¿s death was not related to products or dialysis. The nurse confirmed the patient was completing pd treatments on the cycler (prior to death) without any adverse events. It was provided that the patient had pre-existing heart conditions and had cancer (type unknown) that was unresponsive to therapy. The patient was also (B)(6) years old. Per the nurse, the patient expired from pre-existing heart disease. It was stated the patient¿s death was not unexpected given his age and cancer prognosis.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak passed. Valve actuation passed. As received treatment was performed with reduced dwell time without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device history record (DHR) did reveal function board replaced on (B)(6) 2022. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Manufacturer narrative:
Clinical review: a temporal relationship may exist between pd therapy with the liberty select cycler and the patient¿s death. Patients with end stage renal disease (esrd) on dialysis have a significantly higher mortality risk than the general population. Furthermore, the patient had a medical history that included pre-existing heart disease and cancer and was 93 years old. Based on the information available, there is no allegation or objective evidence that the patient¿s death was related to a product issue or malfunction with the fresenius cycler. The patient¿s death is likely to be associated with his age and pre-existing comorbid conditions. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis patient's daughter reported that an elderly patient on pd treatment expired while still connected to the cycler. There were no reported allegations that the death was related to any product related issues. Rather, it was stated the patient died from a heart condition that was not pd related. In an additional follow-up call, the patient¿s pd nurse confirmed the patient¿s date of death (B)(6) 2023 but not confirm if the patient was in fact connected to the cycler or was in pd treatment when expired. Regardless, the nurse stated the patient¿s death was not related to products or dialysis. The nurse confirmed the patient was completing pd treatments on the cycler (prior to death) without any adverse events. It was provided that the patient had pre-existing heart conditions and had cancer (type unknown) that was unresponsive to therapy. The patient was also 93 years old. Per the nurse, the patient expired from pre-existing heart disease. It was stated the patient¿s death was not unexpected given his age and cancer prognosis.